Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels in the 50's (mg/dl). The customer reported bg level was volatile. Glucose tablets were consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.